Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, g. The reason for the revision was likely due to the disassembly and screw stripping of the torque defining screw, and thus the humeral tray and liner assembly, from the humeral stem. Potential contributions may include patient conditions, incomplete seating or forces on the underside of the humeral tray at the time of implantation secondary to unintended contact with protruding bone, or an issue with insufficient application of torque or cross-threading of the screw during assembly. However, this cannot be confirmed, and the sequence of events cannot be determined because the components were not returned for evaluation. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10 concomitants: (B)(6), 320-06-46 glenosphere 46mm (B)(6), 320-15-08 - sup/post aug plate, r rs glenoid baseplate, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, (B)(6), 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm. H3: customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that this patient's right shoulder was revised approximately 3 years 4 months post operation. Subsequently, the humeral tray detached from the humeral stem. The patient's prosthesis was not articulating as intended. Surgeon removed, the tray, liner, torque screw, glenosphere locking screw, and glenosphere. Patient was last known to be in stable condition following the event.